Event description:
Patient reported that she experienced the infusion set outer tubing separating from the luer lock. The patient's blood glucose elevated to (480 mg/dl). She gave herself an insulin injection to bring her blood glucose down.

Manufacturer narrative:
Issue described to agency in recall # 2183993-03/21/06-001-r.